Event description:
Revision surgery - patient developed a hematoma and infection post original primary right total knee. Five weeks into rehab, poly insert was removed and knee was irrigated and a new poly insert was placed.